Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant was opened by the circulating nurse and implanted after the surgeon looked at the implant and confirmed. A 32mm head was implanted instead of a 28mm, so the patient had to be revised to a 28mm head later that day on (B)(6) 2018 revision surgery to change the head; doe: (B)(6) 2018.